Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert for noise. The device was turned off and no plans to replace.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.